Event description:
It was reported that during a da vinci-assisted surgical procedure, errors 48238 and 297 were observed and the illuminator lamp was not powering off after the system was power cycled. The technical support engineer (tse) was able to confirm the reported errors 48238 and 297 in the system logs. The tse instructed the customer to reseat the communication cable between the illuminator and dual camera control unit (doco). Following this, it was identified that the onsite connection was not working. Tse guided the customer through troubleshooting on the touchscreen to view the logs; the error 48240 was again identified. Tse noted that there was connection between the 2 parts; however, the parts were not communicating correctly. One of them was faulty. In the previous logs an error 297 was found, pointing to a revision fault of the doco. Because the illuminator could only by switched off at the back, tse determined it was most likely a malfunction of the illuminator. The tse advised customer to return both illuminator and doco. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The illuminator was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The illuminator was installed into printed circuit assembly (pca) si test system and failed to turned off with errors 48238, 297 due to communication failure. Root cause of this failure is attributed to component failure.